Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 14983492 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's scs was not working and nonfunctional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was explanted because the patient was not getting any relief. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's scs was not working and nonfunctional. The patient will undergo an explant procedure.